Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing impedance out of range due to a possible lead fracture. The patient presented slow heart rate and went to the emergency room. The device was reprogrammed and it returned to normal values. This lead remains in service. At this time there is no appointment schedule to replace this lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing impedance out of range due to a possible lead fracture. The patient presented slow heart rate and went to the emergency room. The device was reprogrammed and it returned to normal values. A surgical intervention was performed and this lead was capped. No additional adverse patient effects were reported.